Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2016-00026 . The patient received two leads from lot number ab1405. It was reported the patient (B)(6) experienced partial loss of stimulation therapy. X-ray confirmed the leads migrated. Surgical intervention was taken and the patient's leads were removed and the physician implanted two new leads. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
The reported event of lead migration cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00026.

Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2016-00026.

Manufacturer narrative:
The date of explant was incorrectly reported in the initial report.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00026.